Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer's blood glucose reading was unknown. Customer advised all the buttons were unresponsive. Customer advised the replacement insulin pump was taking to long to arrive which caused the keypad anomaly.